Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of 378-517 mg/dl at the time of the incident. The customer was at 312 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer requested pump replacement. Customer had 2 very severe lows on the night of (B)(6) 2017. Customer lowered her nightly basal rates and treated with glucose tablets for the low. Customer also reported a leak at the infusion set quick release connection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08755 inches. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.